Event description:
It was reported that even after connecting the syringe, sterile water did not enter the foley catheter during pretest. Also stated that no funnel swell occurred and the water was injected gently. Per follow-up information received via ibc on 12jan2023, stated that another syringe was not used to resolve the issue. As per investigator mail received on 22mar2023, it was confirmed that this complaint was belonged to the faulty syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. DHR review is not required. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that even after connecting the syringe, sterile water did not enter the foley catheter during pretest. Also stated that no funnel swell occurred and the water was injected gently. Per follow-up information received via ibc on 12jan2023, stated that another syringe was not used to resolve the issue. As per investigator mail received on 22mar2023, it was confirmed that this complaint was belonged to the faulty syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that even after connecting the syringe, sterile water did not enter the foley catheter during pretest. Also stated that no funnel swell occurred and the water was injected gently. Per follow-up information received via ibc on 12jan2023, stated that another syringe was not used to resolve the issue.